Event description:
It was reported to philips that the system was unable to emit x-rays, impacting imaging. A reboot was performed and the procedure was continued after a 10 minute delay. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing diagnostic general surgery. The procedure was delayed by 10 minutes, and it was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to emit x-rays, impacting imaging. Review of the logfile shows system was unable to emit x-rays, impacting imaging malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system would not make x-rays when stepping on the pedal, the pedal must be pressed several times and the device restarted to function. The rse reviewed the system logfile and found some warnings of problems in control of kv and ma in system. The rse suggested to replace high-voltage cable and x-ray tube and requested onsite support. To resolve the issue, the philips field service engineer (fse) replaced the high voltage cable and x-ray tube and performed calibrations. The defective part was sent for analysis, for high voltage cable no fault was found but only shows normal wear out for a tube. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure is completed on the same system by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.